Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer refilled the cartridge, completed the load process, and the customer stated that the fill estimate remained static. The customer¿s blood glucose (bg) level was over 500 mg/dl. A follow up with the customer on (B)(6) 2017 confirmed that the customer was okay with the bg level, the customer was not concerned with the fill estimate, and the customer declined to provide additional information.